Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit alarmed daughter board battery failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue, replaced the 9v battery to fix the issue. Then, the fse completed the pm and calibration. The unit passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use. *the initial reporter mentioned in e1 in the initial emdr is a point of contact at the customer's site. A getinge fse was the one who encountered and reported the issue, whose contact information is: (B)(6).

Event description:
N/a.